Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results found that a sr75 reload was received with both cartridge deck damaged as a clamped with a hard object, and with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the product was broken before use. No other details provided.